Event description:
The customer reported that while on uterine ligaments during a robotic hysterectomy, the device would no longer open. The surgeon used a monopolar instrument to remove the device and a bipolar instrument to seal after the removal of the device. Another instrument was not required as this occurred at the end of the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.